Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement, resulting in loss of capture. The physician elected to program the left ventricular lead off.